Event description:
Complaint alleged that the stretcher would still roll after pedal is put into brake position.

Manufacturer narrative:
Technician found that the stretcher would still roll after pedal is put into brake position. Adjusted the brake position for all four casters to resolve this issue.